Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event could not be conclusively determined, however, based on similar reported complaints the most probable cause of the reported event are as follows: the electrode loops are used to manipulate the surrounding tissue which can cause the loop wire to break, electrical output settings on the electrosurgical generator are too high, and/or the loop wire comes in contact with metal. If additional information becomes available or if the device is returned to olympus for evaluation at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a unspecified therapeutic procedure, the resecting loop broke inside of the patient. All device fragments were retrieved from the patient using a unknown method. The intended procedure was completed using a similar device. No patient injury was reported.

Manufacturer narrative:
A visual inspection of the electrode confirmed the reported event as the middle portion of the loop wire broke off. The broken loop wire was not returned with the electrode for evaluation. The distal end of the electrode was inspected under a microscope and revealed charred marks and foreign materials on the yellow colored resector posts. In addition, the electrode shaft near the proximal end was noticeably bent. The evaluation could not conduct a functional test due to the damaged loop wire. In addition, the user facility did not return the associated high frequency cable and working element for evaluation with the device. The cause of the reported event could not be determined, however, based on the evaluation results and similar reported complaints the most probable cause are as follows: the electrode loops are used to manipulate the surrounding tissue which can cause the loop wire to bend/break, electrical output settings on the electrosurgical generator are too high, and/or the loop wire comes in contact with metal material during activation which can attribute to thermal damage.